Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 100 to 500 mg/dl. The pump supplies were changed and a bolus was delivered to address the bg level. On a few occasions, ketones were present and water was consumed to address them. The contact declined tandem technical support's offer to troubleshoot.